Event description:
The procedure was a diagnostic endobronchial ultrasound (ebus). The user facility reported that there was no injury to the patient and the procedure was completed using the same device. The user facility stated that the problem occurred after the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information related to the event provided by the user facility. Updates to sections b5 and b7.

Manufacturer narrative:
The user facility was unable to confirm suction valve model and believes it to be maj-209 or maj-207. Due the model/lot number being unknown no DHR review could be performed. The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined. However, the most likely cause of the reported phenomenon was attributed to excessive force applied to the suction connector.

Event description:
The service center was informed that the suction valve broke off inside of the scope¿s channel during reprocessing. The user facility reported that the scope and the valve had previously been used in a procedure without issue.